Event description:
It was reported that the inner cannula protrudes approx. 2.5mm. The customer stated that "there does not appear to be anything wrong with the outer cannula itself, and that the white tube on the inner cannula was too long". No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two photos and four samples were received for investigation. The photos depicted the complaint samples. During visual inspection, no damage or anomalies were observed in any sample. The dimensions of each sample device were measured, and each sample was verified to be within specification for size. A review of manufacturing device history records for the reported lot number found no issues or non conformances. Based on the available information and device analysis, the investigation could not confirm the reported issue. No actions have been taken at this time.